Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient reports the headache resolved (B)(6) 2015. The physician instructed her to increase her pain medication which relieved her headache. The patient reports no other issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a wet tap during her trial procedure. The physician placed a blood patch immediately after the csf leak and implanted the lead. The patient experienced a slight headache following the procedure, however; the headache worsened and the trial lead was removed.